Event description:
It was reported that the device was used during a laparoscopic nissen. The trocar was leaking when there was no torque and no device was inserted. The same devices were used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes, coming from seal. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No.